Event description:
A customer reported an error related to their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a pump reset, and the issue was resolved successfully with the customer able to start a new sensor session without encountering the error again.